Manufacturer narrative:
Investigation: it has been received 1 used sample of 50pf without blister. On visual inspection of the used sample received it can be observed piece of broken plunger inside the syringe. This broken piece is not from this syringe. DHR of lot 1707218 has been reviewed finding an annotation related to the alleged defect. During assembly process breakage of plungers was detected. Defective samples were rejected and mechanical team repaired the failure detected. One of this broken pieces that were detected during manufacturing process has fallen inside the syringe without being detected. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. During assembly process breakage of plungers was detected. Defective samples were rejected and mechanical team repaired the failure detected. One of this broken pieces that were detected during manufacturing process has fallen inside the syringe without being detected. Bd was able to duplicate and/or confirm the customer's indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plastic fragment was broken off into the plunger of a bd plastipak¿ syringe during use. There was no report of injury or medical interventions.